Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl or cause a cgm to read ¿high.¿ to resolve the issue, the customer consistently changed the infusion set and cartridge and resumed insulin use. Technical support was notified for further assistance due to frequent occlusion issues.